Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Bg values were not provided. Reportedly, the pump settings needed adjusting. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.